Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause is a cracked return tube causing fluid ingression. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cracked water return tube was leaking water on the circuit board and shorting it out, causing the machine to overheat the water, and the infuser to immediately shut down. They used a wire brush to remove the "crust" from the printed circuit board (pcb) and pulled the l shaped return tube connector from the damaged end and put it in the undamaged end. There was no patient involvement and no patient harm/adverse event reported.